Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Since the literature described a dual-knife, olympus chose kd-650l as a representative product. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
Olympus reviewed the following literature titled "the derivation and external validation of a fibrosis risk model for colorectal tumours undergoing endoscopic submucosal dissection." Literature summary: this study aimed to derive and validate a prediction model to determine the preoperative degree of submucosal fibrosis in colorectal tumours undergoing endoscopic submucosal dissection (esd). A total of 309 patients (age: 68 ± 10.9 years) underwent colorectal esd. No fibrosis (f0), f1 fibrosis, and f2 fibrosis were reported in 196 (63.4%), 70 (22.6%), and 43 (13.9%) cases, respectively. Complications were experienced in 20 (6.4%) resections, 10 (3.2%) being perforations and 10 (3.2%) significant bleeding. After dissection, hemostasis was performed with a coagrasper whenever necessary, and defects were closed with through-the-scope clips. Type of adverse events/number of patients. Perforation/10 patients. Significant bleeding/10 patients.